Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the xenon lightsource was received in used condition as one of two units included in this service and repair submission. This unit did not exhibit any issues with the mirror bracket or with emitting smoke. Upon inspection, the device was found to require a power supply upgrade and had a control board failure as well as damage to the right-side trim panel. The power supply was upgraded, and the control board and right-side trim panel were replaced. The unit subsequently passed all service and repair functional testing. Root cause analysis: the reported complaint cannot be confirmed. Evaluation showed that the unit required a power supply upgrade, the control board required replacement, and the right-side trim panel was damaged. These conditions were most likely due to rough handling or environmental damage. The reported issue of the unit producing smoke could not be replicated or confirmed.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was found to be broken and emitting smoke from the front opening. There was no patient involvement; therefore, no injuries, deaths, or surgical delays were reported.